Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient was admitted to the hospital on (B)(6) 2015, due to extreme pain and dehydration. A dye study was done and everything was fine and patent. The pump dose was increased by 50%. The patient was complaining of getting locked out inappropriately and the bolus was unexpectedly declined. The patient was locked out from receiving a bolus. Lock out was noted to be due to dose restriction interval (dri) and uplink interference. The dri for the patient was a maximum of 8 activations per day and a rolling clock was 8 per 24 hours. The hcp was to review programming and possibly change the dri to match the lockout of 1 hour, so dri would be 1 per 1 hour. The indication for the device use was malignant pain and bladder. The type of medication being delivered via the device system was bupivacaine (10 mg/ml; 4.4 mg/day) and hydromorphone (8mg/ml; 3.5mg/day). The patient activated bolus dose was 0.3516 mg. Additional information has been requested regarding the patient's outcome, the cause of the lockouts, actions/interventions that were taken to resolve the issue and outcome of the device issue, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.